Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device on disconnected mode. A technical support specialist (tss) dialed into the server and noted it had been rebooted earlier for a patch update. All services were running, but station data synchronized errors were observed, and services were restarted without success. The station was unreachable by ping, though the server fqdn was accessible. After restarting the application server, the station resumed communication and began uploading/downloading data. The customer was notified, monitoring continued, and the case was closed since connectivity was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was showing icon "device disconnected". Customer noticed one of the patient was not crossing over. There were no adverse events or injuries reported based on this event.